Manufacturer narrative:
(B)(4). The customer reported that during a pt event the device charged but did not deliver a shock with internal paddles. The user switched to a different defibrillator to deliver therapy. There was no negative impact to the pt. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that during a pt event the device charged but did not deliver a shock with internal paddles. The user switched to a different defibrillator to deliver therapy. There was no negative impact to the pt.